Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 53 mg/dl. Customer mentioned other blood glucose value such as 320 mg/dl. The customer treated low blood glucose value with milk and high blood glucose level with bolus. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported that they received calibration not accepted and change sensor. The insulin pump will not be returned for analysis.